Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). Additional information has been requested but not yet received. A supplemental report will be submitted upon receipt of any new information. Device has not been received. A supplemental report will be sent upon completion of investigation if device is received.

Event description:
According to the reporter, during a sleeve gastrectomy, the device entered firing mode, however, when the surgeon pressed the blue button to fire the device, the device indicated two solid blue lights and the flashing green reload indicator light. The reload was exchanged for a new reload, but the same issue occurred. The battery was exchanged with three different batteries, but this also did not resolve the issue. Additional information has been requested but not yet received. A supplemental report will be submitted upon receipt of any new information.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one endo gia¿ 60mm articulating extra thick reload opened by the account. Visual examination of the staple cartridge noted that the reload had a full staple complement. The reload was loaded into a pmv representative instrument (idrive ultra powered handle 1 and endo gia adapter standard) for functional testing. The reload detect led started flashing, indicating that the software recognized the presence of a reload. The reload loaded, unloaded, rotated, articulated, and opened and closed properly without difficulty. The reload was applied to test media. All staples were placed and the test media was cleanly transected. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.